Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. An (B)(6) year old male patient's nurse contacted zoll to report that the patient was treated on (B)(6) 2014. Review of the treatment revealed an inappropriate defibrillation event. Svt contributed to the false detection. The patient was reportedly conscious at the time of the event, but has dementia. The response buttons were not pressed. In addition, the lifevest was reportedly assembled backwards. The patient was taken to the hospital for further evaluation. On (B)(6) 2014, the patient's physician ended use for the patient due to the patient's dementia and inability to respond to alarms.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient was taken to the hospital and the physician ended use. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) were fully functional and able to detect and treat. Monitor (B)(4): 02/2012. Electrode belt (B)(4): 07/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.